Event description:
It was reported that the customer was hospitalized with dka. The customer stated that they are no longer on pump per doctor's instructions. In addition, the customer indicated that they were taking manual injections using pump to bring bgs down, but was not working.